Manufacturer narrative:
(B)(4).the device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion.

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report no audio output on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing was performed and the test failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.